Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the pump emitted a cs 128-fxxx call service alarm three times in thirty days. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 01/10/2017 with the following findings: a review of the black box showed evidence of short battery life with a voltage drop, and multiple replace battery alarms were found due to a discharged battery wear. The returned battery cap was undamaged and was able to fit. Rewind, load, and prime testing was performed successfully. The pump powered up to a two battery bars indicator instead of the expected three bars using a power supply. All current readings were within specifications. The pump cover was removed to find no further moisture ingress or intermittent conditions to the printed circuit board. The short battery life complaint was duplicated due to the moisture damage. Unrelated to the original complaint, the battery compartment was missing a fragment above the grip pad, and was cracked at the threads on the side, and below the grip pad. Moisture corrosion was found in the battery canister. A leak test was performed and failed due to a battery compartment leak.